Manufacturer narrative:
This is one event for the same patient involving two separate products; associated MDR# 1225714-2014-02571 and 1225714-2014-02572.

Event description:
The plaintiff's attorney alleged the decedent experienced an unspecified injury and subsequently expired on an unknown date after use of the product.

Manufacturer narrative:
(B)(4). This is one event for the same patient involving two separate products, associated MDR #1225714-2014-02571 and 1225714-2014-02572.

Event description:
Additional information was received in which the plaintiff's attorney alleged that the patient experienced the following injuries: alkalosis, cardiac arrhythmias, sudden cardiac arrest and subsequently expired. The event was alleged to have been caused by the product administered during dialysis treatment.